Manufacturer narrative:
The customer¿s report that the tubing cracked and leaked was confirmed. During visual inspection it was noted that the female luer had a vertical hair line crack that measured 0.442 inches long. The female luer was inspected under magnification and no stress marks were observed. Functional testing confirmed leaking as fluid flowed through the crack. The probable cause of the component breakage was identified as a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing cracked and leaked at the connection site during patient use. There was no report of patient harm.